Event description:
Reporter stated that patient's blood glucose was measured, using the suspect device, with a result of 220mg/dl. Reporter indicated that patient's blood glucose was immediately retested, on a hospital blood glucose monitor, with a result of 116mg/dl. No patient injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.